Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater then 2,000 ohms, occuring 2 days post implant procedure. A revision procedure was performed in which it was noted there was a connection issue and the rv lead was dislodged. The physician replaced the device and connected the rv lead to the new device. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.